Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The medical affairs specialist (mas) spoke with the patient in early 2009 and obtained the following information. The patient reported that the alleged issue with the subject meter began approximately 2 weeks prior to contacting lfs. As a result of the issue, the patient stated that she discontinued taking her daily oral medication (avandia 4mg 1x/day) because she did not know what her blood glucose level was. Approximately 2-3 days after the alleged issue began, the patient stated she developed symptoms of feeling shaky, blurred vision and dry mouth. The patient claimed she experiences these symptoms when her blood glucose is running high and low. On the afternoon of two days prior to original date, the patient stated she went to go see a doctor as a result of the meter issue and her symptoms. The patient stated she was not tested on another blood glucose device at the time of the doctor's visit or receive any medical treatment; however, was advised by the physician to call in to request a new meter. The patient reported that her symptoms subsided only after she received her replacement meter and began taking her oral medication again. During troubleshooting, the customer care advocate was unable to replicate the alleged power issue. The subject meter powered on manually and when a test strip was inserted. The issue was resolved during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.